Event description:
It was reported that the monopolar curved scissors instrument would not cut. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the scissors do not cut cleanly through .006 inch of latex. The latex gets snagged at scissor tips. The blades are not damaged. The blade edges are slightly rounded at the tips and are negatively affecting cut performance. The decreased cable tension and or belleville spring force may also contribute to poor cutting. The electrical continuity passed. Engineering also observed the distal end of the main tube to have a section with material removed all around the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage may have been caused by a defective cannula. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.